Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was not powering on. The complaint was classified based on the customer service representative (csr) documentation, since the pt was unable to be reached by phone. It is unk when the alleged power issue began. On an unspecified date/time, after the reported issue began, the patient stated he had a seizure and had to be hospitalized. It is unk if the pt's blood glucose was tested at the time or shortly after the event. It is also unk what treatment, if any, the pt received while hospitalized. The pt reported that he had to visit the hospital 3x/week because of "high sugar levels/". It is unk what the pt's blood glucose readings were during these hospital visits or if he had to receive medical intervention at the time of the visits. At the time of troubleshooting, the csr confirmed that the batteries had been replaced as recommended in the owner's booklet; however, the csr was unable to confirm if there was any known trauma to the subject meter. The power issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue, and reportedly developed a symptom suggestive of either severe hypoglycemia or hyperglycemia after the alleged issue began.